Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced an adverse even with the 530g with enlite system in the past 90 days. Customer stated there were issues with inserting the sensor and that she had a low blood glucose level due to illness. Customer also stated that she did not think there was anything wrong with the insulin pump. No additional information provided.